Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, the device entered firing mode, but did not fire when the doctor tried to fire it. The doctor pushed the button to open the jaws of the reload and the handle immediately showed blue lights indicating that the reload had been fired (although it never fired the reload). Another reload was put onto the stapler and it fired without incident. Then on the next firing, the reload failed as it had on the first attempt. A different stapler was used to complete the case. There was no serious injury or adverse event reported.